Event description:
It was reported that a 48 -year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 355cc silicone breast implant experienced bilateral symptomatic ruptures, and bilateral hypersensitivity post procedure. The patient went in for implant exchange and during surgery rupture was discovered, implants were disintegrating, and because of the appearance of the implants doctor did not want to put in new replacements. The hcp stated that doctor is unsure if patient might be having an allergic reaction to the implants. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, hypersensitivity mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 30, 2022 indicated that the patient experienced left sided wound dehiscence, and implant exposure. As a result, the patient had the ruptured implants removed on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).